Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent temperature alarms occurred. Reportedly, the weather was extremely cold and the pump was extremely cold. Additionally, it was reported that the alarms were not recorded in the pump history. Customer's blood glucose was 172 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.